Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device shows no sign of physical damage. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new aaa alkaline battery. The customer stated the display did not return. The customer was advised to remove battery for 10 minutes and advised to clean battery cap contact with a cotton swab. The customer was advised to insert a new battery. The customer stated the screen stayed on the large rectangle and never when anywhere else. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with full segments display due to faulty component on the interface board. No blank display noted. Unable to perform functional testing due to full segments display. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.